Manufacturer narrative:
Patient information was not provided. Livanova deutschland manufactures the s5 double head roller pump. The incident occurred in (B)(6). The pump was returned to livanova deutschland for investigation. During evaluation, the reported issue was confirmed. It was found that the device was not correctly maintained, which led to the reported malfunction. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an s5 double head pump stopped and displayed an error message during procedure. The customer was unable to resolve the issue and replaced the pump to continue the procedure. There was no report of patient injury.